Event description:
A customer reported that the knives did not cut with unknown procedure or patient involvement. Additional information has been requested. This is the second of three reports for this facility.

Manufacturer narrative:
No samples were returned for evaluation therefore, the condition of the product could not be verified. The device history record (DHR) for the reported lot was reviewed. No abnormalities that could have contributed to the report of "knives do not cut" were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "knives do not cut" as reported by the customer cannot be determined. Some potential causes are improper handling or contact with another instrument during procedure or setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).